Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-04958, 2134265-2014-04960 and 2134265-2014-04957. (B)(4) study. It was reported that chest pain, nausea, shortness of breath, generalized weakness, myocardial infarction (mi) and restenosis occurred. On (B)(6) 2010, the patient presented with chest pain radiating to the back. The patient was then diagnosed with non q-wave, non-st elevated myocardial infarction (nstemi) and cardiac catheterization was recommended. One day from the onset of symptoms, coronary angiography and the index procedure were performed. The target lesion was a de-novo bifurcation lesion located in the distal left circumflex (lcx) extending to the 2nd obtuse marginal (om) branch with 100% stenosis and was 24 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm and 2.25 x 12 mm taxus® liberté® atom¿ stents in a overlapping manner. Following post dilatation, residual stenosis was 0%. The target lesion was #2 was a de-novo lesion located in the mid left anterior descending (lad) artery extending to the distal lad with 90% stenosis and was 40 mm long with a reference vessel diameter of 2.5mm. The target lesion #2 was treated with pre-dilatation followed by placement of a 2.50 x 32 mm taxus® liberté® stent stent overlapped with a 2.50 x 16 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with a one month history of recurrent chest pain in the left side of the chest radiating to the left axilla associated with cough, nausea, shortness of breath and generalized weakness. The patient was hospitalized on the same day. Patient's electrocardiogram (ECG) revealed prolonged qt, no nstemi, non-specific st-t wave changes. The patient¿s creatine kinase myocardial band (ck-mb) and troponin values were found to be elevated. However, the cardiac enzymes were not consistent with the protocol definition of mi. The patient was then diagnosed with q-wave nstemi and cardiac catheterization was recommended. At the time of event, it was unknown whether the patient was taking aspirin or other antiplatelet medication and the study drug was last taken on june 2010. Coronary angiography was performed and revealed lad: 99% stenosis proximal to the study stent and lcx: 90-95% stenosis mid vessel just distal to the take-off of the 1st om branch. One day from admission, coronary artery bypass graft (CABG) x 4 vessels was performed with left internal mammary artery (lima) to lad, reverse saphenous vein graft (svg) to 1st om with a sequential graft to 2nd om and reverse svg to right posterior descending artery (r-pda). Post procedure, the event was considered resolved without residual effects. Six days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, the target lesion #2 was a long lesion and the study stents were overlapped distally in distal left circumflex (lcx) extending to the 2nd obtuse marginal (om) branch and proximally in mid left anterior descending (lad) artery extending to the distal lad. At the time of event, the patient presented with left-sided chest pain and not chest pain radiating to axilla as previously reported. It was also further reported that the study stents were patent with no stent thrombosis noted at the time of event and only one target vessel revascularization (tvr) done for the sequential sapheneous vein graft to 1st obtuse marginal (om) and 2nd om. Per event discharge summary, post-operative laboratory measurements revealed hemoglobin value 8.5 g/dl and the patient was transfused with 1 unit blood.